Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 305901; batch#: 4129937. It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Injection given and the needle stayed in the patient's abdomen product reference # (B)(4). Lot # 4129937. 25g x 5/8¿ safetyglide needle. Additional information provided: what was the impact to the patient? The needle was easily removed and the patient was discharged home. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Can you please provide an exact date of event in format dd-mmm-yyyy? 10/16/2024. Can you please provide the material number associated with reported issue? Ref (B)(4), lot 4129937, exp 2029-04-30. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes, (B)(6). How was treatment completed for customer? Needle removed. What was the patient outcome? No issues

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. One sample was provided to our quality team for investigation. A visual inspection was performed. The safety mechanism has been activated, and sample has the needle missing. The needle has epoxy that covers 360 degrees of the needle hub orifice. The top part of the needle hub has a piece of plastic missing about 25% of the circumference. Based on the investigation and with the sample analysis the symptom reported is confirmed. Furthermore, a device history record review was completed for provided lot number: 4129937. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.